Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. The patient reported that starting 3-4 months ago they started having hip pain requiring extra strength tylenol. The patient then stated that their pump sticks out because they lost 40 pounds. They were currently at 99 pounds. The patient wanted to get a smaller sized pump. The agent reviewed the size differences between the 20 ml and 40 ml pumps and then provided physician listings at the patient¿s request as the patient was trying to locate a doctor that would replace the pump in their area. The patient called again in november 2024 for additional physician listings. On april 14, 2025, additional information was received from a healthcare provider who was calling to get in contact with a local company representative to coordinate the pump revision/replacement. The caller stated that the patient had lost a lot of weight since the pump was implanted, so the current pump was too large. Per the caller, the patient currently weighed about 92 pounds.